Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the cautery is not working. It is unknown when this event occurred, whether there was a delay in the procedure. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 11, 2018. (B)(4). The sample was not returned for evaluation; therefore, a thorough investigation could not be performed and a definitive root cause can not be determined. Also, device history records for the affected product code/lot number can not be reviewed as the product number was not available. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.